Manufacturer narrative:
(B)(4). Concomitant products: 5fr, 14fr sheaths, proglide suture (x2), starclose se clip (x1), heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide devices and starclose se device, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with proglide devices was attempted in the mildly calcified right common femoral artery using a preclose technique, via a 5fr sheath, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two proglide devices were placed well. The sheath was upsized to 14fr and the tavr procedure was completed. The knots of the sutures were tightened in attempt to achieve hemostasis; however, heavy bleeding was experienced. The sutures were tightened again, but bleeding was still heavy. A third proglide device was deployed successfully and was thought to have achieved hemostasis; however, it was noticed that the third proglide had sutured the back wall of the artery and closed off the artery. The patient was sent to surgery for a cut down. A starclose se clip, from a previous procedure, was found outside the artery with the proglide sutures wrapped around it. The starclose se clip was removed. A cut down and a patch were used to successfully achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties to be related to circumstances of the procedure as it was reported the sutures were deployed over the starclose clip which likely contributed to the difficulties positioning the knot and damage to the clip, and thus resulting in the tissue damage and subsequent treatments. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.